Event description:
The customer originally reported: we have had several lung transplant patients with mycobacterium immunogenum identified in bronchoalveolar lavage specimen (bal). After review, it was found that all of these patients had bronchoscopy with disposable and reusable olympus scopes. Our physician reviewed the lab processes. The bal results were all from direct specimens with no dilution. There was no gap identified in the lab process. The physician observed a bronchoscopy and identified no gaps in the procedure. No water/ice was introduced into the patient during the procedure. The facility randomly chose one bronchoscope to culture, and it tested positive for mycobacterium immunogenum. The medivators were cultured (results not provided). The customer consulted with state health office and the cdc requesting recommendations, and they advised to reach out to the manufacturer. The customer stated plans to culture the rest of the bronchoscopes in their fleet (n-52) over the next month. The facility¿s internal lab is unable to perform environmental cultures on solid surfaces such as sinks and prep tables due to the needed swabs and lab processes required. Additional information was requested from the customer and the customer provided a table of seven patients involved, as well as culture results for the one bronchoscope that was randomly tested and found to be (B)(6) for mycobacterium immunogenum. Case with patient identifier (B)(6) reports patient 1 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6): 8th related complaint reported by customer ((B)(6) scope culture-no patient involvement reported). Case with patient identifier (B)(6) reports patient 7 of 7 with mycobacterium immunogenum identified in bal (this report). Case with patient identifier (B)(6) reports patient 6 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6) reports patient 5 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6) reports patient 4 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6).reports patient 3 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6) reports patient 2 of 7 with mycobacterium immunogenum identified in bal. After a bronchoscopy for unstated indication, using an evis exera ii bronchovideoscope, the patient¿s bal specimen was positive for mycobacterium immunogenum. The was not treated for the positive bal culture. The patient's current condition is reported to be ¿home.¿ no other consequences to the patient have been reported. The scope used in this patient¿s procedure was cultured and was found to be negative for acid-fast bacilli (afb).